Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that there was signs of rust and corrosion and a broken strain relief. The returned device was tested using a known good compatible controller and wand; which revealed that the device did not activate. The complaint was verified and the root cause was determined to be due to an electrical component failure. Factors that can lead to device non-functional include: 1. Damage sustained to the foot control cable connector, which could been caused by running over with another portable object/machine, bad handling practices, excessive tensile stress applied to the cable, which may have caused an internal break in one or more signal wires; thereby, causing the device to not activate. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an adenoidectomy procedure, the device had some issues when depressing the foot pedal. The case was completed using suction cautery with a competitor device without any delay and patient injury reported.